Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed the pellethane tubing was torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty remains unknown. The cause of the torn tubing is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming an tear in the catheter tubing.